Event description:
It was reported the pt experienced loss of stimulation due to inability to establish communication between her ipg and external devices. The pt had her ipg explanted and replaced which has resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.